Manufacturer narrative:
The getinge service territory manager (stm) that encountered the issue found the pim tests would fail the leak test (leak diff prs = -192). The stm disassembled and checked all connections and lubed the seals but still had the same result. The stm replaced the pim assembly (0997-00-1178) and successfully completed a leak test. This resolved the issue but the stm struggled to get the pressure/vacuum regulators calibrated. The stm tried a new compressor and still struggled. The stm pulled out the pneumatics assembly and checked all connections/lubed the seals. The stm was able to calibrate the regulators and they remained within spec after several tests. Full pm, calibration, safety, and functionality checks completed per the service manual and passed to factory specifications. Returned to the customer and released for clinical use. The failure analysis and testing dept.(fat) received pneumatic module with a reported unit failure of a failed pim leak test. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pneumatic module in cardiosave test fixture and tested the part to factory specifications per procedure and the cardiosave service manual. Ran the all manifold test. Failed the leak portion of the test. Fat was able to verify the reported failure. Retaining the part in the failure analysis and testing department per procedure.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cardiosave intra-aortic balloon pump (iabp) unit fails pim leak test . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.